Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer no longer boots up. It was also reported that the handle was broken and the power cord drawer was missing tabs. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported boot up issue; programmer passed functional test. Analysis confirmed the handle was broken and the power cord door was missing the tabs latching the door. Analysis found the printer drawer paper guide was broken. The display screen would not stay up due to the lower display hinges being out of mechanical specification.